Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 484 mg/dl. The customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. Customer stated that insulin pump had blank display. Display did not return after pump restart. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display and no delivery alarm/occlusion - unknown timing not confirmed during testing. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.